Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D2b-additional product code hrs device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history: part: 04.214.112s, lot: 1l17180, manufacturing site: (B)(4), release to warehouse date: 04.sep.2018, expiry date: 01.aug.2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation that was applied to surgery for proximal phalanx fracture, the screw head of a titanium cortex screw self-tapping was stripped. The surgeon tried to insert the cortex screw using an unknown screwdriver, after the bone was drilled. However, the cortex screw head was stripped, and the surgeon could not rotate the cortex screw further. The surgeon tried to remove the cortex screw but could not rotate the cortex screw in the opposite direction due to the stripped head. The surgeon finally removed the cortex screw using unknown pliers. The surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 12mm. This is report 1 of 1 for (B)(4).